Event description:
Theatre manager reports by email that a small piece of brown debris was found to be within the sterile packaging of a packet of simplex tobramycin cement. The product was deemed to be unsterile and a replacement was used for the case. The product was kept aside for investigation. No delay or medical intervention as a result.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received will be provided in a supplemental report.